Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not reach a conclusion, as the visual inspection did not determine this complaint to be valid. A review of the device history records has been requested.

Event description:
It was reported there was rust on the drill head. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The additional evaluation showed that the investigation of the medullary cavity drill heads showed signs of corrosion. These visible traces can be easily removed mechanically. Therefore we can be confident in inferring that this is a case of contact corrosion. Concerning the formation of rust, it can be said as a general rule that all materials, even so called stainless steels, have only a limited resistance to rust. This resistance to rust can only be guaranteed when the material is stored dry and without contact with other metallic objects. All contacts between metals in humid or wet conditions result in electrolytic reactions with ensuing contact corrosion. The present case has to do with normal signs of wear. (B)(4).